Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to advance could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors which may contribute to difficulty advancing the device in the guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In this case, it is possible that the device may have interacted with accessory devices (guide catheter) during advancement (device not properly supported or coaxially aligned), causing the reported difficult to advance. Further interaction with the calcified anatomy and/or previously implanted stent may have contributed to the reported failure to advance, ultimately causing the reported stent dislodgement during retraction of the device; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the mid left anterior descending (lad) artery. The 3.50x28mm rx xience skypoint stent delivery system (sds) was advanced with the aid of a guide liner; however the sds could not reach the target lesion as it was thought the stent interacted with some calcium, a stent strut of the previously implanted stent or something in the guide liner therefore the stent dislodged from the balloon and remained in the guide liner. The guide liner was removed with the dislodged stent inside. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.